Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported the patient complained of pain at the puncture during treatment and found that the length of the broken catheter was about 8 cm during dressing change, so the interventional department was contacted for arrest. No other information was provided. Additional information 8/6/2023 catheter was secured by route fixation with film and 3m tape. Break was discovered during the infusion on the same day, the patient felt the infusion pain, and there was seepage from the puncture point. When the teacher tried to withdraw the catheter by 1.5 cm, the catheter was found to be broken, and then he immediately went to the intervention room to take pictures to observe the catheter condition. The actual catheter rupture occurred outside the hospital. The broken catheter fell into the atrium, but the patient felt no discomfort or sensation. Patient required surgery to remove broken pieces, all pieces removed and accounted for. Event did not cause a clinically significant delay to treatment. No long-term patient harm.

Event description:
Customer reported the patient complained of pain at the puncture during treatment and found that the length of the broken catheter was about 8 cm during dressing change, so the interventional department was contacted for arrest. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.